Manufacturer narrative:
Concomitant medical products: 459888 lead; 6947m62 lead, implanted: (B)(6) 2015. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a noted performance issue of elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.